Event description:
The customer returned the duodenovideoscope for yearly inspection with no reported complaint. However, during the evaluation of the device, a dirty forceps elevator lever (k lever) and forceps mechanism, as well as pinholes in the adhesive around both the objective lens and the light guide lens, were observed. The service repair technician indicated that the most likely cause of the pinholes in the adhesive around the objective lens and light guide lens was a component failure, while the cause of the dirty forceps elevator lever (k lever) and forceps mechanism was not established. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the pinholes in the adhesive around the objective lens and light guide lens was traced to a component failure. However, the most probable cause of the dirty forceps elevator lever (k lever) and forceps mechanism could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.